Event description:
The physician reported that the patient developed bilateral pulmonary embolism after vns replacement surgery. No further relevant information has been received to date.

Event description:
The physician noted that they don't know the cause of the pulmonary embolism, it could have just been from being sedentary during and after the surgery. No further relevant information has been received to date.